Event description:
Femostop gold was applied in the cardiac catheterization lab. The patient was then transferred to the progressive care unit. The patient was assessed and the femostop was noted to have eee as a note in the window of the device. The rn removed the femostop and prepared to apply a second device (another femostop gold) and the groin stopped bleeding. The doctor was in the room and decided that the femostop would remain off. When following up with the cardiac catheterization lab staff they stated that the error occurred for them as well and that they deflated the device and then the error went away. Another rn stated this had happened recently with the femostop gold she had on another patient.